Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no sample quality issues were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Evaluation of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. The IFU (instructions for use) for this product does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. This complaint is unconfirmed for low yield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. The customer "experienced low yield. We just conducted an isolation using the cpt tubes and the lab reported that they had poor yields in pbmc (~1.0e5 cells/ml from 7 ml of whole blood, quite a bit lower than the 1.3e6 cells/ml from bd¿s testing). A critical observation that was brought to my attention was the lack of distinct and visible mononuclear cell layer. The protocol that we conducted was within the procedure outlined by bd with spin speed of 1800 rcf for 20 minutes (sorvall st40 with a swinging bucket rotor) at room temperature. Tubes were inverted 8 to 10 times prior to the spin. "

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. The customer "experienced low yield. We just conducted an isolation using the cpt tubes and the lab reported that they had poor yields in pbmc (~1.0e5 cells/ml from 7 ml of whole blood, quite a bit lower than the 1.3e6 cells/ml from bd¿s testing). A critical observation that was brought to my attention was the lack of distinct and visible mononuclear cell layer. The protocol that we conducted was within the procedure outlined by bd with spin speed of 1800 rcf for 20 minutes (sorvall st40 with a swinging bucket rotor) at room temperature. Tubes were inverted 8 to 10 times prior to the spin. "

Manufacturer narrative:
The event type was reported incorrectly. The following field have been updated: b.5. Describe event or problem: from: erroneous results. To: poor barrier separation of sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced erroneous results. This MDR is regarding patient 1 of 3. The low yield event occurred 1 times. The abnormal reported parameter event occurred 1 times. The following information was provided by the initial reporter: translated to english. The customer "experienced low yield. While using the cpt tubes the lab reported they had poor yields in pbmc (~1.0e5 cells/ml from 7 ml of whole blood, quite a bit lower than the 1.3e6 cells/ml from bd¿s testing). A critical observation that was brought to my attention was the lack of distinct and visible mononuclear cell layer. The protocol that we conducted was within the procedure outlined by bd with spin speed of 1800 rcf for 20 minutes (sorvall st40 with a swinging bucket rotor) at room temperature. Tubes were inverted 8 to 10 times prior to the spin." Additional information: "details are not known but were considered healthy donors (3 donors). Condition of sample was good, no clots identified. Order of draw is not known. Specimens were left sitting 39-56 minutes from collection time. Centrifuge used was a swing bucket thermo st40. Viability, pbmc counts, and immunophenotyping were run. Range of viability should be 93.4% to 99.3%. Range for 3 donors were 108k (patient 1), 134k (patient 2), and 447k (patient 3) pbmc/ml whole blood; ipt-variable. No results, no redraw, no medical intervention known. 3 occurrences."